Manufacturer narrative:
A visual inspection was performed on the returned device. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 3-5 mm into the lumen, narrowing the annulus, and caused a low degree of stenosis. The pericardium of all three leaflets was thicker than normal due to pericardial degeneration. Reddish areas due to coagulated blood entrapment were present on all surfaces. All the leaflets were pliable. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. The mesothelial surfaces of all leaflets were locally wrinkled. Mesothelial delaminations were visible on almost all surfaces histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the samples and gram-positive bacteria spread inside the pericardium. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was notified of a device reintervention involving a patient with a mitroflow 12a biological aortic heart valve implant. On (B)(6) 2019 the valve was explanted and replaced with a trifecta 19mm valve. No further information was received.

Manufacturer narrative:
The manufacturer received the serial number from the site on january 22. In addition the manufacturer was notified on jan 31, 2020 that no further information was available.